Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed. The field service engineer pulled the station out and removed the back panel. Checked for the magnet, removed the assembly, and then removed the latch insert. Found the magnet and reseated it. Reassembled the drawer, connected the bus cable, and powered the station up successfully. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nurse was unable to access fentanyl drip. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.